Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had fracture and exhibited high pacing impedance. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.